Event description:
The customer reported that the button to select the cine option was grayed out rendering the cine function unavailable. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.